Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime/a33 test. The pump was received stuck in motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a scratched display window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.